Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Ep-189042 - e1 vngd as tib brg 12x67 - 107130. Unknown - unknown tibial component - unknown. 141205 - biomet tibial locking bar - 588070. Unknown - unknown stryker simplex cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty. Subsequently, the patient has since been under the care of pain management due to chronic pain and swelling with history of a fall due to knee instability. Attempts have been made and all available information has been provided.